Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient (pt) said for 3 years they have not noticed any dystonia symptoms but ever since march when they pulled a calf muscle, pt's ankle dystonia has been getting worse and worse and pt is having trouble walking again. Pt said they have used their equipment to make changes to their settings but the changes have not resolved their symptoms. Pt said they are calling because their handset won't power on and so now they can't make adjustments. Worked with pt to do button presses but the issue did not resolve. Warm transferred pt to mobility. Pt said they have an appointment with their hcp next week. Pt was transferred back from mobility with compatibility questions for shockwave, biofeedback and neubie. Reviewed information. Pt said a physical therapist had used neubie with the pt on pt's calf around the same time when they noticed a change in their symptoms. Patient (pt) called from registered number and said they got a new handset yesterday and at first it hooked up to the remote, they were able to pair it and they felt like her dbs started working but now they keep getting a message not found communicator. Worked with patient to reset the communi cator by holding down the power button for 45 seconds , tap retry and patient was successful to synch with their implant and confirmed therapy was on, their battery showed one year remaining. Pt said they were on this same setting for 3 years without any issues then suddenly in march they started having symptoms again. Pt said they tried their other group settings and they are not helpful. Asked patient if they had any falls or traumatic accidents and patient said earlier that year they had an MRI and a CT for a pulled calf muscle and a physical therapist used a machine called the neubie and they called previously. Patient also said they think their dbs is broken since around march they're not sure if it was before or after using neubie and they are trying to get in with their neurologist. The patient was redirected to their healthcare provider to further address the issue. Agent received call from patient in regards to the same issue previously reported. Caller stated that when they are trying to connect to the dbs therapy app they are getting communication has been interrupted. Agent had the caller restart the handset and attempt to connect to the dbs therapy app. Caller confirmed that they were able to connect. Agent would like to add that the caller stated that they feel like the dbs has been turning off on its own. Agent redirected to hcp.